Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The device was disassembled and it was observed that an incorrect size bearing spacer was installed in the device. It was determined that the bearing spacer used was a smaller size. The reported condition was confirmed. The assignable root cause was determined to be due to the wrong size component being selected during the manufacturing assembly process. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was observed that the motor device was heating up. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.